Event description:
A malfunction alarm labeled as "malf 12" occurred, which resulted in the customer's blood glucose level rising to an unspecified high value. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Although the malfunction code was resettable, the customer became frustrated during the support call due to a lack of access to charging supplies and ended the call abruptly. Technical support plans to leave the case open and attempt follow-up at a later time. Upon follow up issue was resolved in a seperate case.